Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg ml; 12.5 mcg/day (minimum rate due to pump being on safe mode) via an implantable pump. Indication for use was spinal cord injury/spinal cord disease and intractable spasticity. Other medications the patient was taking at time of the event could not be obtained and was not available. Patient weight and medical history were asked but unknown. The date of the event was (B)(6) 2017. It was reported the patient presented to the emergency room early the morning of (B)(6) 2017 exhibiting signs of baclofen withdrawal. When the pump was interrogated it gave the warnings that there were multiple resets and the pump was in safe mode. The stopped pump period may exceed tube set. Reset occurred- low battery on (B)(6) 2017 at 10:41, 10:42, 10:43, 10:44, 10:45, 10:46, 10:47, 10:48, 10:49, 10:50,10:51, 10:52, 10:53, 10:54, and 10:55. The physician explanted the old pump on (B)(6) 2017 and implanted a new one. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was resolved and patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the pump found a low battery reset of an undetermined cause/lab failure. Eval code - conclusion code is being updated for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.